Manufacturer narrative:
(B)(4). Date sent: 11/18/2015. Information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: gold reload used 2x wouldn't cut through tissue at major fissure posterior. Photographic analysis based on the photo evidence of the subject pse45a device, the event description that the knife would not cut can be confirmed, but there is not enough evidence to determine what may have caused the event. The analysis found that one pse45a device was returned in good visual condition and with an ecr45d cartridge reload present. The cartridge was received inside its sterile package, unfired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no short cut or absent cut were noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic surgery lobectomy procedure, when firing along the major fissure posterior the gun/reload was not cutting through the tissue. Case completed with a competitive device. There were no patient consequences reported.